Manufacturer narrative:
The device was manufactured in november 2020 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus and the customer¿s complaint was confirmed, the connecting tube cannot be connected to the channel connector in the reprocessing basin. Inspection and testing observed that two sides of the metal clips and grey lock levers were detached and missing. The missing/detached metal clips and lock levers were not returned for evaluation. During inspection and testing the following was also found: white spots on the tube, scratches and nicks on the metal connector, scratches on the tube, scratches on the blue plastic connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing, they observed that the connecting tubes were breaking and could not be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the connecting tube could not be connected apart of the lock lever due to external stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.